Manufacturer narrative:
The lot numbers for the two malfunctions were provided and a lot history review was performed. The devices have not been returned for evaluation, therefore, the investigation is inconclusive for suction issue as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 1808000 implantable port allegedly experienced a suction issue. This information was received from various sources. Of the two malfunctions, two patients were involved with zero patient consequences. The age and weight of the two female patients was not provided.